Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event was not reproduced, and a probably cause could not be identified. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, several scopes were connected to the light source, but there was no image. This procedure was delay as the patient was moved to another room. The patient was not under sedation. The procedure was completed using similar device. There was no report of patient harm.

Event description:
It was reported, the light source had no image after several scopes were connected. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.